Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was decreasing.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, noise and short v-v intervals for several months. It was also reported that the right atrial (ra) lead exhibited oversensing and noise. The physician initially suspected that there may be a loose implantable pulse generator (ipg) header, but it was later discovered that the rv and ra leads both had visible insulation breaches. The leads were explanted and replaced. No patient complications have been reported as a result of this event.